Event description:
On (B)(6) 2012 the customer reported that the battery only shows a full charge when it is plugged into the mrx monitor with a ac power pack. When the battery is removed, the charge status shows to be dead. When placed in a cadax charger. Charger states "interrupt" on charger. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A f/u report will be submitted once the investigation is complete. See scanned page.